Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> this hip replacement platform was voluntarily recalled from the market and the product codes are now considered inactive. Further investigation of this individual incident will not be undertaken. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed, and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Occupation: lawyer.

Event description:
Asr medical records and sticker sheets received. After review of medical record, it was stated that the patient was revised to address pain, non-ingrowth of the acetabular component and adverse reaction to metal debris. Revision notes reported that the acetabular component have very minimal tissue ingrowth and was essentially nearly fully non-ingrown which cause patient pain. Most of the surface of the cup had a thin fibrous filmy covering with extremely sparse area of apparent bone contact. Cup and head were removed to replace the bearing. Minimal dissection with an osteotome between the acetabular rim and the bone completely loosened the cup and it essentially fell out of the bone. Scar tissue was also removed. Doi: (B)(6) 2006; dor: (B)(6) 2016; (right hip).